Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt experienced a jolt of electricity in hip and leg that caused pt to fall about two weeks ago; pt said led "was taken right out from underneath them." Pt mentioned jolt of electricity was intense and there was "no warning at all." The next day after the fall, the pt called a manufacturer representative who helped pt adjust some settings over the phone. Pt mentioned they still experienced shock, but, since the numbers were changed, the shock was not as bad. Pt was afraid they would fall and break their hip. Patient services specialist documenting reported event. Pt was implanted 5 weeks ago. Pt had an appointment with hcp and another rep scheduled for tomorrow for regular reprogramming. Pt mentioned spinal cord stimulator (scs) was a life saver and pt was w alking "like they were 20 years old" because of scs. Pt needed magnifying glass to see golden pins in battery compartment.

Event description:
Additional information received from the patient. It was reported that the patient received a letter from the manufacturer and called in to provide their answers to the letter. The patient noted that they went to charge the implant and the ins area was very painful and they turned off the device. They were considering having the ins removed because it was not helping them. It was also noted that they were concerned about the shocking because they didn't want to fall. The patient was shocked again on 2021-(B)(6) when walking to their mailbox. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.